Event description:
The customer reported via phone that she was receiving a no delivery alarm on her pump. Customer was using the pump normally and the no delivery came up on during a bolus. Customer's blood glucose was 134 mg/dl at the time of the incident. Customer performed a 5.0 unit fixed prime and the insulin did not exit. Customer pushed insulin slowly through the tubing and reported that the insulin exited the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion. Customer will be sent infusion sets as a courtesy.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.